Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the patient obtained the following result using his accu-chek aviva ii meter 250 mg/dl and administered 7 units of lantus 100 mg. He then called his neighbor and tested using his accu-chek aviva meter, which gave 125 mg/dl. The patient stated that he felt weak and therefore took 5-6 glucose tablets. The patient was able to self-treat. He confirmed the use of the same test strips when performing the comparison measurements and that the tests were performed within 15 minutes.